Event description:
As reported, in 2006, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. Approx two years post-operatively, the pt presented with a periaortic abscess secondary to infection. An in situ antibiotic-impregnated graft was implanted. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.